Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it is mentioned in the report "this event occurred in several needle-sutures in 3 packages with the same lot", can you confirm the total qty of needle-suture devices from each package that were involved with detachment /separation during use on patient while suturing? No information. Any sample available to be returned for evaluation? No samples will be returned. No further information will be provided."

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was detached from the suture too easily. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.